Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). It was also stated that the ra automatic threshold (raat) test had been suspended resulting in a high capture threshold output. Technical services (ts) examined the presenting electrogram (egm) and confirmed atrial loc. The output was turned down in clinic. It was noted that this patient is pacing dependent and has an atrial escape rhythm. Ts found that the raat had been suspended due to low evoked response. Reprogramming options were discussed as troubleshooting. The output was increased in clinic. No adverse patient effects were reported. Currently, this lead remains in service.